Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. During inspection and testing, service found there was no image due to a printed circuit board failure. In addition, there was cosmetic wear and tear on the bezel of the device. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that there was no video signal from the sdi 1 (serial digital interface) port of the subject device. The event occurred in the gi lab. Additional details were requested regarding the reported event. No additional information was provided. There was no effect on the patient due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the loss of image was due to a printed circuit board failure (qb board). The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the customer that noted, the reported event (no video signal) occurred prior to a procedure. The procedure was completed with a similar device. There was no patient harm or consequence reported as a result of the event.